Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.80mm x 20mm, concentric, de novo target lesion with a bend of <= 45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient status was stable. It was further reported that the balloon was inflated three times at 14 atmospheres for 5 to 8 seconds.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) b5 - describe event or problem updated. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. The device was prepped with a new inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated to rated burst pressure with no issue. There was no damage or irregularities found to the device. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.80mm x 20mm, concentric, de novo target lesion with a bend of <= 45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient status was stable. It was further reported that the balloon was inflated three times at 14 atmospheres for 5 to 8 seconds.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3.80mm x 20mm, concentric, de novo target lesion with a bend of <= 45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications were reported and the patient status was stable.